Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was scratches on the optics. Additional information was requested.

Event description:
Additional information was requested and received stating there was no patient contact with the product.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).